Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) lead sensing measurement was below range, which was chronic per lead trends. Far field r-wave (ffrw) oversensing was also suspected. The lead is still in use. No patient complications have been reported as a result of this event.